Event description:
Patient was admitted to (B)(6) on (B)(6) 2008 for right renal infarction and started on heparin. On (B)(6) 2008, he was found with left-sided weakness and evidence of acute occlusion in the right m1 segment. He was treated with the penumbra stroke system and follow up intervention was done on the m2 branch with the 4 x 20 mm hyperglide balloon catheter and x-pedion 10 microwire. Angioplasty was performed along the m1 segment, however thrombus and tortuosity at this location hindered inflation. Angiography demonstrated partial opening of the m1 and m2 segments with delayed anterograde filling of the inferior trunk of the (B)(4). The embolectomy was terminated at this point given concerns of traumatizing the m1 segment further. Final angiography demonstrated reocclusion of the m1 segment. Two weeks post treatment, it was reported that there was an additional mild (B)(4) infarct that was possibly related to the penumbra stroke system and definitely related to the procedure. Initial awareness date was (B)(6) 2012, however the site has closed data collection as the coordinator left and the nature of the relationship was not clarified. As this patient was enrolled in a (B)(4) study, the event was not discovered until later data collection and the sponsor reviewed the final data entry discrepancies during study close out. Final clarification of the event and relationship to the system was not evaluated prior to site closure and will remain as "possible".

Manufacturer narrative:
Additional stroke/infarct is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. As this patient was enrolled in the (B)(4) study, (B)(4), the event was not discovered until later data collection and the sponsor reviewed the final data entry discrepancies during study close out. Final clarification of the event and relationship to the system was evaluated and the relationship to the device remains "possible". Device not retained by hospital